Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported saline sheath separation was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported saline sheath damage appears to be related to circumstances of the procedure. The oad was returned with the saline sheath compressed onto the driveshaft and elongated. The saline sheath is intact with no material separations. The reported details state that the white tip of the saline sheath was free-floating. The position of the distal tip due to the sheath elongation may have contributed to the perception of it being free-floating. The cause of the saline sheath damage remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported that during treatment of a moderately calcified unspecified artery in lower extremity with a 1.25 micro stealth 360 peripheral orbital atherectomy device (oad) it felt abnormal. The oad was removed and the tip of the saline sheath was observed free floating on the oad driveshaft. The oad was replaced with same type and size oad to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no indication as to why the detachment occurred.

Event description:
It was reported that during treatment of a moderately calcified unspecified artery in lower extremity with a 1.25 micro stealth 360 peripheral orbital atherectomy device (oad) it felt abnormal. The oad was removed and the tip of the saline sheath was observed free floating on the oad driveshaft. The oad was replaced with same type and size oad to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no indication as to why the detachment occurred.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.